Event description:
During a cervical fusion, level c5-6, c6-7, one of the expansion tabs broke off of the screw. The piece was retrieved and the screw was replaced. No other issues were reported.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.